Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance, failed rate accuracy test during preventive maintenance and upon calibration states it was out of range and needs repair. In addition, case was damaged on the back. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance, failed rate accuracy test during preventive maintenance and upon calibration states it was out of range and needs repair. In addition, case was damaged on the back. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm. Replaced rear case. Replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of 03jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the rear case - damaged/ cracked (right bottom right). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance, failed rate accuracy test during preventive maintenance and upon calibration states it was out of range and needs repair. In addition, case was damaged on the back. No additional information was provided. There was no patient involvement.